Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction that consists of redness, a rash, and an infection under the sensor pod area. Prior to sensor insertion the area was prepped with alcohol. No photo was provided. On (B)(6) , the patient consulted a physician who examined and observed symptoms of infection at the needle puncture site and prescribed an oral antibiotic medication (cephalexin 500 mg, every 8 hours for 7 days) and the patient was doing well after treatment. At the time of the report although an health care professional visit was scheduled for (B)(6) 2025, it had not yet occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.